Event description:
A 2.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent system was inserted into a pt for the treatment of a mid lad lesion. (MFR report# 2953200-2008-00892). The vessel morphology was reported to have little tortuosity and moderate calcification with minimal stenosis. The lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician inflated the balloon above the recommended rate of burst of pressure. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. After several minutes, the stent delivery system was successfully removed. A second endeavor 3.0 x 15 drug-eluting stent was deployed at a high pressure; causing a perforation of the lad. (MFR report# 2953200-2008-00893). The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. After several minutes, the stent delivery system was successfully removed. Another MFR's stent was used to treat the perforation. No additional clinical sequelae were reported and the pt is doing well.

Manufacturer narrative:
(Other, secondary intervention).